Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the tech burned by the hot battery pack? No if yes, how was the burn treated? Na

Event description:
It was reported that during a vats biopsy procedure, the staff opened the device and it would not fire, no sound. At end of case, the tech rotated the battery and dry fired device on back table without issue. However, the battery felt "hot". This was a hepatitis patient, and the device was not saved. The surgeon felt it was fibrotic lung tissue in proximal jaws that caused stapling challenges. Took smaller bites with competitive stapler and resected two small wedges. There were no adverse consequences for the patient. One device was discarded.